Event description:
Caller reported a lab 6:58 am lab draw was reported as 37 mg/dl. An inform result from the same lab sample was 35 mg/dl. A 7:08 am inform result was 109 mg/dl. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The patient was born in 1923.